Event description:
The device was reported to display a pt heart rate erratically (20-70 bpm) and sometimes the rate drops out altogether when monitoring through paddles lead. The device works fine through ECG leads. The reporter stated there was no report of adverse pt affects resulting from device use.